Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9680152, serial/lot #: none. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to pull exams from electronic picture archiving and communication systems (pacs). They tried multiple cables that worked with other systems with no resolution. The manufacturer representative was going to troubleshoot the bulkhead connection. No patient was present at the time of the event.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that after the bulkhead was replaced the system was functioning and working as intended.